Event description:
It was reported to philips that the unit was giving error message, "free space low, delete examinations" after deleting examinations, there was still restriction. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when the incident happened. The procedure was completed by using fluoro. The philips field service engineer (fse) analyzed the system onsite and verified that free space low, delete examinations. After reviewing the log file, fse found that there is a malfunctioning lateral ip-pc. After replaced imaging pc hard drives by third party the issue occurred. Fse recreated image store. After recreated image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.